Event description:
It was reported that after implantation of the xact stent in the right internal carotid artery, the stent delivery system (sds) was difficult to remove due to resistance with the xact stent. Ultimately, the sds was removed using a somewhat more forceful withdrawal technique. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated that all lot release testing met acceptance criteria and revealed no non-conformances that could have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.